Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental MDR will be filed.

Event description:
The user facility reported that a 35 year old female patient with severe right ventricle failure was put on impella rp for hemodynamic support. During support, it was noted that due to CT surgeon against systemic heparin the care team decided not to start it. It was also reported that there was a motor uptick and decrease flows noticed on aic. They noted that crrt was clotting off. Care team notified of clot ingestion suspicion and bolus of heparin given along with heparin gtt started. The patient was taken to cvor to perform one vessel CABG to rca. The impella had ingested clot so plan was to explant impella and place new one at end of case. The physician pulled impella without issue and placed new suture with good hemostasis. Large clot noticed on exit cage of impella. One vessel CABG went well and rv thought to have recovered enough that team made decision not to place new impella. The patient survived the procedure.

Manufacturer narrative:
The investigation of low pump flow, hemolysis, and thrombus has been completed. Upon visual inspection, a large biomaterial was present on the impeller blade and around the purge gap. Pump was connected to lab console and run for approximately 10 minutes at p-9. Low pump flows did reproduce with pump flows running lower than expected p-level range for p-9. Biomaterial was still present on pump after pump run. Additionally, a dried clot was present at outflow cage of pump and remained in pump during pump run. Clinical details noted that patient was not on systemic anticoagulation and at time of low flows, a uptick in motor current and decrease in flows was seen on the console. The root cause of the low pump flow was most likely due to biomaterial ingestion based on returned product investigation. Hemolysis: biomaterial present on impeller blade and wrapped around purge gap on returned pump. Data logs were reviewed and lt log of case showed a motor current spike with speed deviation, drop in pump flows, and step up in placement signal. Clinical details noted that labs showed signs of hemolysis day after low flows and uptick in motor current was observed on the console. Clinical team suspected that the ingested clot was causing the hemolysis. The root cause of the hemolysis was most likely due to biomaterial ingestion based on returned product and data log analysis. As the necessary information was not provided, the root cause of the thrombus was not determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27671 as it is unknown if the initial reporter also sent the report to the food and drug administration.